Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient. It was reported that their implantable neurostimulator (ins) was not working right. The patient stated that they had three lead wires going from the implant to their spine and that there were twelve electrodes on each one. The patient reported that ¿it¿ was only working on their leg and not on their hip or lower back, which is where it was working before. The patient mentioned that they didn¿t notice the issue until they were trying to work with the ins and increase settings for those three areas. The patient stated that they thought their ins just needed adjusting. An appointment was scheduled with their healthcare provider (hcp) on (B)(6) 2017 and the patient requested that a manufacturer representative be present as well. It was noted that the issue started about six weeks prior to the date of this report. No further complications were reported or anticipated. Indication for use is spinal pain.